Event description:
It was reported the patient experienced a fall in which he fell on his scs ipg pocket site. Subsequently, the patient went to the ER. It was also reported since the fall, the patient is experiencing stimulation when his scs system is turned off. A sjm representative removed the patient's scs programs; however, the patient still experiences stimulation. Additionally, x-rays identified the patient's scs lead has migrated. Follow-up identified the stimulation issue has not been resolved as the patient is experiencing "shooting electrical pains" in various parts of his body. The physician believes the patient's lead has shifted after the fall and may be pressing on a nerve root at times. The patient is working with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.